Event description:
It was reported that the implantable cardioverter defibrillator exhibited far field r wave oversensing. Inappropriate mode switching episodes were observed due to oversensing. The device was reprogrammed to resolve the issue. There were no adverse events to the patient.